Manufacturer narrative:
(B)(4). Concomitant medical products: us157854 m2a-magnum pf cup 54odx48id 302240; 157448 m2a-magnum mod hd sz 48mm 48mm 339660; 139258 m2a-magnum 42-50m tpr 880580. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00862 insert.

Event description:
Patient¿s legal counsel reported patient underwent right total hip arthroplasty. The patient was revised seven years later due to cup migration, altr, and corrosion. During the surgery, it was discovered that the insert and stem had cold welded together and would not separate. While trying to remove the femoral components, the femur was fractured. Attempts were made to obtain additional information; however, none was available.

Event description:
It was reported by patient's legal counsel initial right total hip arthroplasty, subsequently revised on 7 years post implantation due to acetabular fracture and metal on metal. During the revision the acetabular component was protruding into the pelvis, the femoral head was cold-welded, and scar revision to previous incision. An extended trochanteric osteotomy was performed to remove the head and stem. All components were replaced with competitor product. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues, cold-welded femoral head, unable to remove the stem as reported. The investigation could not verify or identify any evidence of product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.